Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient sustained a skin irritation while wearing the lifevest. The skin irritation was described as broken skin with bleeding. There is no indication of medical intervention. There is no alleged device malfunction. Follow up was attempted; however, the patient requested no additional calls. The patient ended use of the lifevest.